Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports after power cycling the controller it had still been frozen on an update. Once at the hospital the patient was treated with intravenous fluids as well as an insulin drip. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.6, smartphone operating system: 17.5, smartphone hardware: iphone15.5, cgm sensor type: g6.

Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned being stuck in a loading screen loop at step 19 of 29. Upon turning on and unlocking the returned controller, it was observed that the application booted up and loaded to step 19 of 29 before the app restarted and starting loading again at step 0, only to reach 19 and restart again. The debug version of the application was installed to pull android log files. The debug version of the app was opened and the issue replicated, however an app not responding message was generated which provided the option to wait for the app to respond. The dialog appeared several times with the wait option being selected each time before the app broke out of the loop and completed initialization. The debug logs showed that, while the app was stuck on step 19 it was attempting to purge records. It took a couple of minutes before the system could purge sufficient records to continue initialization. Inspection of the production android log files showed a large number of records to purge during initialization and confirmed the application attempting to perform a similar record purge before the application restarted. The production version of the application prevented the purge of the records due to the amount of time it takes with no response, which resulted in the app restarting once time allowed for initialization was reached. The exact cause of the records increase could not be determined.